Manufacturer narrative:
This report is submitted on august 4, 2023.

Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site and was treated with topical and oral antibiotics (duration not reported). The patient was also hospitalized for 4 days for intravenous antibiotics treatment. This report is submitted on september 29, 2023.

Manufacturer narrative:
This report is submitted on july 13, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report. The patient was re-implanted with another cochlear device.